Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a severe gastrointestinal (gi) bleed that was stopped with an exploratory laparoscopic colectomy on (B)(6) 2019. The plan of care was resumed with a low dose of heparin drip once the patient stabilized from surgery. The patient's CT results revealed that the patient did have a thrombus in the left ventricle outflow tract. The patient was extubated and stable. No additional information was reported.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of gastrointestinal (gi) bleeding and suspected thrombus in the left ventricular outflow tract could not be confirmed. Review of the submitted log files did confirm the reported pulsatility index (pi) events with pi values captured below 2. The log files appeared to show the system functioning as intended at the set speed with no atypical alarms captured. No further related issues have been reported and the patient remains ongoing on vad support. The heartmate 3 instructions for use (IFU) explains the pi calculation and that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This decrease in speed is accompanied by a reduced pump flow. During a suction event, device speed drops to the low speed limit and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected. If another pi event is detected, the device drops to the low speed limit again and then ramps back up. This cycle repeats as long as pi events are detected. Large changes in speed may indicate an abnormal condition that should be evaluated for a cause. Sudden changes in a patient's volume status, arrhythmias, or sudden changes in power or pump speed are some of the various reasons pi events may be initiated.